Event description:
It was reported that while an autopulse li-ion battery (B)(4) was in use with an autopulse platform (s/n (B)(4) ) during patient care, it only ran for 13 minutes. Customer used a second li-ion battery (B)(4) and it only lasted 9 minutes. Customer also indicated that on a later case, the same platform was used with a different battery (s/n (B)(4)) and no problems were encountered. Customer is following proper battery management. Additional information was received on (B)(6) 2013, whereby customer indicated that manual CPR was immediately initiated following the battery failures with minimal delay. No additional details were provided. No adverse patient sequelae was reported.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR report: 1. #3003793491-2013-00824 for autopulse li-ion battery with sn (B)(4).

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to the manufacturer for analysis. Evaluation results confirmed the customer's reported issue of " low run times" when the autopulse was used with this battery.